Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that there was failed hardware. A field service engineer reported that the drawer issue had been resolved and confirmed that it was acceptable to close the service appointment. The staff allowed the station to run for 24 hours to ensure the issue was fully resolved, and no problems were observed after the initial recovery. The door appeared to be functioning properly. The system operated as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was failed. The user rebooted the station and attempted a recovery, but still the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.